Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The patient underwent revision surgery for a fracture for the greater trochanter. The femoral head is implanted on to the trunnion of the accolade stem and does not interface with the femoral bone. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient was revised on a right hip due to greater trochanter fracture.

Event description:
It was reported that patient was revised on a right hip due to greater trochanter fracture.